Event description:
Customer reporting 1 false positive sars result. (B)(6) customer is asymptomatic and states they tested negative by another brand rapid antigen test 2 times. No confirmation testing was performed. Customer declined further troubleshooting request.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.